Event description:
It was reported that the pt had her yearly routine check up on (B)(6) 2010. The last check up was carried out on (B)(6) 2009, and at that time there were no concerns. Electrode 12 was disabled at initial activation because stimulation on that electrode caused dizziness. The pt's etiology is otosclerosis. Testing carried out on (B)(6) 2010 showed electrodes 1,2,3, 10 & 11 presented as high. The pt was re-programmed with all high channels disabled and commented her hearing was better with the new program. Speech perception tests from one year post activation in (B)(6) 2010 showed that open set words were not as good as they were in (B)(6) 2009. Words and phrases in closed sets remained good. The pt also reported a decrease in comprehension which is more significant with phone or in noise, but she cannot say when this began.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.